Manufacturer narrative:
Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2022-14871. It was reported the patient experienced ineffective therapy. Later, lead diagnostics indicated high impedances. X-rays confirmed bilateral lead migration. As a result, surgical intervention occurred wherein the leads were explanted to address the issue. During the procedure, the left lead dropped in the epidural space to t12. As the lead was being explanted, it fractured at the head of the swift lock. In turn, the physician explanted the system and fragments of the lead remained in the patient (related manufacturer reference number: 3006705815-2022-14866). Patient to be sent for a paddle placement later to address the issue.